Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule was found in the pt¿s wind pipe. A snare was used to remove capsule. The pt was not injured following the procedure.